Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, quality control, and inspection of an unused advance enforcer 35 focal force pta balloon catheter was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A representative device, advance enforcer 35 focal force pta balloon catheter (same lot number) was obtained for investigation. No balloon surface defects noted. No non-conformities were noted on the surface of the catheter. Both the catheter length and balloon length measured within specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. There were no other reported complaints for this lot number. Per the customer, the balloon was inflated to 16 atmosphere (atm). The rated burst pressure for this balloon is 11 atm. Per the IFU, "the balloon is manufactured from an extra-thin wall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage. It will inflate to the indicated size parameters when utilizing proper pressure recommendations. Adhere to balloon inflation pressure parameters indicated in the compliance card insert. Refer to label for further information. Use of a pressure gauge is recommended to monitor inflation pressures." Warnings: "do not exceed rated burst pressure. Rupture of balloon may occur." Based upon the information provided and the characteristics displayed, a root cause of product use or handling related - did not follow instructions/ label was determined. Per the quality engineering risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Common name: pno. Product code: catheter, percutaneous, cutting/scoring. (B)(4). PMA/510 (k) #: k141322. The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that an advance enforcer 35 focal force pta balloon catheter was being used for an in-stent restenosis when is ruptured. It is reported that the balloon was inflated to 16 atm at the time of rupture, and the patient's anatomy was not described to be calcified or tortuous. Allegedly, a "milvus" device was used to successfully complete the procedure. No adverse event have been reported regarding this instance.